Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the pacemaker was in backup mode. The pacemaker was successfully restored. The patient was in stable condition.